Manufacturer narrative:
The doctor could not identify the product lot number that was used; therefore no further investigation can take place and the exact cause for the debond remains inconclusive. The doctor stated that the patient is doing fine and that the crown was re-cemented with maxcem elite without further incident.

Event description:
On (B)(6), 2011 a doctor reported approximately twenty (20) cases in which restorations that had been placed with maxcem elite debonded. The doctor was unable to provide details on the incidents. This MDR is the sixth of twenty reports.